Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the ready for use indicator displayed a solid red x . There was no patient involvement.